Event description:
Information received regarding the device notes that the device could not be interrogated even though the programmer head was directly on the pulse generator. A partial inter- rogation gave dashes (---).